Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave oversensing was observed on a stored egm during a follow-up in clinic. The patient was asymptomatic. Programming changes were made and further testing was recommended.

Event description:
New information received indicated that additional post-paced t-wave oversensing episodes were observed. Programming changes will be discussed with the following physician. The patient will continue to be monitored.